Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon burst at 6 atm when the dilation pressure was maintained. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of a balloon burst. Block h10: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual examination found no damages to the catheter. The balloon had a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear problem found in the balloon could have been interpreted by the customer as the reported event of a balloon burst. It is possible that during the procedure the device has interacted with some sharp surface or other devices that may have caused the longitudinal tear of the balloon. It is possible that the manipulation of the device, technique used, or patient's anatomical conditions could have contributed to the physical damage on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon burst at 6 atm when the dilation pressure was maintained. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.